Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time and date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose level was 215 mg/dl.